Event description:
The user facility reports during tplo procedure on a canine on (B)(6) 2013, the sagittal saw attachment stopped oscillating. It is reported procedure was delayed approximately 10 minutes while a spare device was retrieved. Procedure was completed using the spare device. No additional information was provided. This is 1 of 1 report for complaint #(B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device was received for evaluation. Investigation coordinated by synthes (B)(4). Report received indicates the customers complaint that the device stopped working was confirmed. The device was tested and the complaint was duplicated. The evidence suggests this is due to insufficient cleaning after clinical procedures. Placeholder.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device was used as a veterinary product in a veterinary procedure. Device is marketed for human use. The health professional refers to the veterinarian. Device is an instrument and is not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as no product was received. The manufacturing documents were reviewed and no complaint related issues were found.

Manufacturer narrative:
A service history of the past six months has been reviewed. No service history review can be performed. The item has not previously been in for service. There is no information relevant to the current complained issue. Placeholder.